Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported that there has been a 'union failure' and a revision is required. Revision surgery scheduled on (B)(6) 2021.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported that there has been a 'union failure' and a revision is required. Revision surgery scheduled on (B)(6) 2021.